Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Olympus followed up with the user facility and was informed that no device fragment fell into the patient. A probe damage error was displayed on the generator during the procedure. No medical or surgical intervention provided to the patient. The device was inspected prior to use and no abnormalities were observed. The exact cause of the reported event could not be determined at this time. This type of thunderbeat damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat."do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a tlh (total laparoscopic hysterectomy) end of colpotomy procedure the probe broke off while the doctor was performing cut with the device. The procedure was completed using another thunderbeat device. There was no patient injury reported.